Event description:
This rv lead was explanted and replaced during a normal device change out due to loss of capture and high impedances. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received. In between a segment of lead body was missing. The returned lead fragments were subjected to an extensive analysis. In the course of the visual inspection fibrotic tissue adherences on the distal part of the lead, especially around the shock coils and lead tip were found. Furthermore the analysis revealed multiple signs of wear along the lead fragments. In particular 9 cm, 13 cm and 16 cm proximal to the lead tip the insulation was rubbed through. Based on the characteristics of these damages it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. An impaired motion of the lead due to interaction with a nearby lead in combination with the ingrowth of several lead segments should be taken into consideration. The tissue around the lead tip might have led to the increased impedances. The analysis of the available lead fragments did not reveal further deviations which might have contributed to the clinical observations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.